Event description:
Information received from medtronic indicated that customer experienced hyperglycemia after waking up. The blood glucose at the time of event was 506 mg/dl. High blood glucose was treated using insulin pump, and there were no symptoms reported due to high blood glucose. Troubleshooting was partially performed which stated that customer was using the insulin pump from past 48 hours, but not using the auto mode of the insulin pump at the time of event. Advised customer to replace the entire infusion set, reservoir and insulin and treat per hcp's instructions. Customer blood glucose in follow up call was 135 mg/dl. The customer will continue to use the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.